Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor communication error. The alarm has occurred twice in the past three hours. The patient's blood glucose at the time of incident was 137 mg/dl. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor also, unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. No a39 alarm noted. All operating currents are within specification and passed displacement test, self-test, off no power test, a21 error test, rewind and basic occlusion test. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.